Event description:
It was reported that the customer was hospitalized due to experiencing a high blood glucose (bg) level ranging from 450 mg/dl to over 600 mg/dl. Additional information was not provided. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.

Manufacturer narrative:
Device not returned.